Event description:
Medtronic received information that this bioprosthetic aortic valve became severely stenotic with immobilization of two of the three leaflets, due to calcification. The device had been in service for approximately 2 years. The decision was made to explant and replace the valve, which was performed without reported complication.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of event cannot be determined. To date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specs when released for distribution. Return of the product is anticipated. When the product is rec'd, analysis will be completed, and a follow up report will be submitted.